Event description:
This is a spontaneous report by a nephrologist from (B)(6) of aseptic peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. This is one of 2 cases reported by the same reporter. On (B)(6) 2010, the patient experienced cloudy effluent without abdominal pain. This was the patient's first episode of aseptic peritonitis since beginning peritoneal dialysis therapy. The patient was not hospitalized and there was no break in aseptic technique. On (B)(6) 2010, the patient began remedial therapy with cefacidal (cefazoline, 1 g, daily, intraperitoneal (ip)) and fortum (ceftazidime, 1 g, daily, ip). On (B)(6) 2010, remedial therapy with cefacidal and fortum were stopped and the patient began remedial therapy with oflocet (ofloxacine, orally for 8 days). The outcome of the aseptic peritonitis was unknown. Pd therapy was ongoing. The nephrologist stated the patient had been on peritoneal dialysis for one and a half years. The patient did not have a history of bacterial peritonitis. On an unreported date in 2010, the patient recovered and peritoneal dialysis was continued without change.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.